Manufacturer narrative:
The reported complaint of the thermogard having start up problem was not confirmed as the issue was not able to replicate during functional testing. Possible cause of the issue was due to the power cable was not completely inserted. To prevent the re-occurrence of the reported problem, the power cable was secured. Visual inspection was performed and no damage was noted. Archive event log and patient data were reviewed and no event occurred on the reported event date. Functional testing was performed and the reported problem could not be reproduced. The system passed all testing with no issue or faults observed. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard with serial number (B)(4).

Event description:
Customer reported a startup problem on the thermogard. Follow up attempt was made to gather additional information however was unsuccessful. There was no patient involvement reported on this issue.